Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls recovered within range at the time of the event. It was reported that the sample was not hemolyzed, lipemic, or clotted. There is no indication of a potential performance issue with instrument or the dade innovin reagent. There are no reports of other affected patient samples. Improper mixing of the sample prior to centrifugation may have contributed to the discordant results. The issue is sample specific and cannot be traced to the device or the dade innovin reagent. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated prothrombin time international normalized ratio (inr) result was obtained on a patient sample on a sysmex ca-620 system using dade innovin reagent. Prior to obtaining the discordant result, the sample was run for inr on the same sysmex ca-620 system using dade innovin reagent but the system did not yield numeric results and generated a no coagulation error. After obtaining the initial discordant result, the sample was repeated for inr on the same system with the same reagent, and the repeat result recovered as falsely elevated. Neither of the discordant results were reported to the physician(s). The sample was then sent to an alternate site and was rerun for inr using an alternate method. The inr recovered lower. The patient was redrawn, and the redrawn sample was run for inr on the sysmex ca-620 system using dade innovin reagent, and recovered lower. Both of the lower results were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated inr results.